Event description:
A customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh). The results from the primary tube do not match results from the secondary tube of the same sample. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. For the secondary tube, the sample from the primary tube was transferred to a sample cup and placed on top of the tube. Each tube was tested on an e601 analyzer at the customer site and an e601 analyzer at another site. This medwatch will cover the e601 analyzer at the other site. Refer to the medwatch with patient identifier (B)(6) for information related to the e601 analyzer at the customer site. The primary tube of the sample was tested on the e601 analyzer at the customer site and resulted as <0.005 uiu/ml. The primary tube was repeated on another e601 analyzer at the other site on (B)(6) 2015 and resulted as <0.005 uiu/ml. The secondary tube of the sample was tested on the e601 analyzer at the customer site and resulted as 0.709 uiu/ml. The secondary tube was repeated on another e601 analyzer at the other site on (B)(6) 2015 and resulted as 0.660 uiu/ml. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The patient had a tsh result of 0.706 uiu/ml on (B)(6) 2015. The patient was tested for ft3, ft4, and tsh again on (B)(6) 2015 with results of 2.15 pg/ml for ft3, 1.09 ng/dl for ft4, and 0.761 uiu/ml for tsh. The patient was diagnosed with hyperthyroidism on (B)(6) 2015. The patient has not had any previous medical history with thyroid disease. The physician has adjusted the drug volume used for treatment to a suitable dose. A specific root cause could not be determined. A general reagent issue can most likely be excluded. The low tsh values may relate to the use of a 13 x 75 mm sample tube without the use of rack adapters. An incorrect positioning of these tubes, thereby disturbing the pipetting of the necessary sample volume by the analyzer for the tsh assay, equally cannot be excluded.

Manufacturer narrative:
This event occurred in (B)(6).